Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the device was programmed to deliver an unspecified pain medication via an intrathecal catheter and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse found the patient "face down in bed unresponsive" and a code was initiated. The device was removed from clinical service. During testing at the user facility, the customer contact reported the device passed testing. Multiple unsuccessful attempts were made for additional event information. If additional information is obtained, a follow up report will be submitted.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.